Event description:
The reporter stated that the patient's blood glucose (bg) rose to 500 mg/dl after the pump did not emit a "low cartridge" warning or an "empty cartridge" alarm. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The reporter stated that the issue occurred three times within a two week time period, and that the issue only occurs when the "low cartridge" warning is set to 10 units; he stated that when the warning is set to 20 units, the pump emits the appropriate audiovisual warnings/alarms. This complaint is being reported due to the alleged alarm malfunction, as the pump not emitting appropriate alarms could lead to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. During testing, the pump emitted the appropriate audiovisual alerts when the "low cartridge" warning was set to 10 units as well as when it was set to 20 units. Audible alerts were found to be functioning appropriately. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.